Event description:
It was reported that a patient underwent an initial right total knee arthroplasty. Subsequently, three months post-implantation, the patient began to experience continually increasing pain and could not put weight on her knee, which led to a decrease in activity level. Approximately eight months post initial implantation, the patient underwent revision surgery. The surgeon cleaned out scar tissue and replaced the articular surface without complication. Attempts have been made but no further information has been made available.

Manufacturer narrative:
(B)(4). Concomitant medical products: tibia cemented 5 degree stemmed right size d: catalog#42532006702, lot#ni; femur cemented posterior stabilized (ps) narrow right size 6: catalog#42500006002, lot#ni; all poly patella cemented 32 mm diameter: catalog#42540000032, lot#ni. Customer has indicated that product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
No further event information at time of this report.

Manufacturer narrative:
. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified that the patient loss 15 deg of full extension/flexion 105 deg. During the revision surgery, scar tissue was removed from peripatellar area, suprapatellar pouch, medial, lateral, and posterior side of the knee and poly was swapped. No intra-ops complication was noted. After the surgery, the patient had improved rom and no pain. X-ray review find no sign of loosening, wear and radiolucency. Additionally, overall fit and alignment of the implants as well as bone quality appears normal. Root cause was unable to be determined. Per package insert, pain and poor range of motion are known adverse effects of the system. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.